Event description:
It was reported that an ilet user treated a low glucose alert at 75 mg/dl with a meal, did not make a meal announcement, and subsequently experienced hyperglycemia with a peak of 272 mg/dl while the pump had run out of insulin. A supply change was completed, and the ilet continued automated correction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to missed meal announcement, and an improper or incorrect procedure associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.